Manufacturer narrative:
Date sent to the FDA: 10/21/2009. Blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, after about ten minutes of usage, the blade would not advance. The hysterectomy was completed from a vaginal approach.